Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009--patient was diagnosed with vaginal prolapse and underwent an abdominal sacrocolpopexy with implant of a bard/davol "marlex" mesh, cystoscopy and a bilateral salpingo-oophorectomy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.